Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection found one intact and one broken anchor remain in the puck. An analysis of the customer provided image found an anchor with a broken tip on one side still in the puck. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found that a material certificate of analysis from each raw material supplier is required. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during surgery, when loading the tendon anchor with the inserter, it cut the anchor into 2 pieces. The procedure was successfully completed with delay greater than 30min using a back-up device. No patient injuries or other complications were reported.